Manufacturer narrative:
Clarification to h6: device has been re-implanted hence b20: device not accessible for testing. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: incorrect procedure or method.

Event description:
Healthcare professional reported 'abnormal mass' against right side device. Surgery has occurred. Device was implanted back.